Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting to peritonitis which was manifested by abdominal pain, cloudy effluent, diarrhea and distension. The breach was further described as using scissors to spike the into the solution bag. The patient was hospitalized on the same day as the onset. On the same day as onset, the patient was treated with vancomycin (intraperitoneally (ip), dosage, frequency, and duration not reported) and ceftazidime (ip which was changed to an intravenous route during 21 days, dosage, frequency, and duration not reported). Action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. It was unknown if the patient had recovered from this event. Additional information is not available.

Manufacturer narrative:
Upon follow up, it was reported on an unreported date the same month as this report, extraneal therapy was discontinued while undergoing the treatment for peritonitis and to ¿train the patient again¿. The patient continued apd therapy with dianeal 2.5%. At the time of this report, the patient was recovered from this peritonitis event and had ¿clear fluid¿. Should additional relevant information become available, a supplemental report will be submitted.